Event description:
Same case as MFR #: 2134265-2013-01759. It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The target lesion details are unknown. While advancing the 9.0x30mm express ld sds over an amplatz super stiff guide wire, it became stuck. The devices were withdrawn from the patient and the sds and wire were cut to remove the sds. The procedure was completed with another express ld stent. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the shaft was severely stretched at approximately 600mm distal to the strain relief for a distance of 290mm. The distal portion of the device including the balloon was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-01759. It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The target lesion details are unknown. While advancing the 9.0x30mm express ld sds over an amplatz super stiff guide wire, it became stuck. The devices were withdrawn from the patient and the sds and wire were cut to remove the sds. The procedure was completed with another express ld stent. There were no patient complications reported and the patient's status is good.